Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 15683289, description: next generation anchor kit-sterile. Sc-2218-50 (sn (B)(4)): visual inspection revealed the lead body had a pronounced kink approximately 11 cm from the proximal end, where the lead appeared to have been sutured. All cables were broken/severed at this spot. The fracture site was one cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. Sc-4316 (lot# 15683289): visual inspection revealed one eyelet was fractured and exhibited missing silicon. The cause of the damage was not determined. Additional information was received that the missing silicone was removed from the patient¿s body, just not returned.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis revealed high impedances and lead fracture was suspected by the physician. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis revealed high impedances and lead fracture was suspected by the physician. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well post operatively.